Event description:
The pt was implanted with a left ventricular assist device. The cardiologist reported that the pt presented with signs of pump thrombosis. The pt experienced a stroke. Additional information received stated that the pt expired.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.